Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Insulin pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call alarm occurance. The customer's blood glucose was 236mg/dl at the time of call. Trouble shooting was performed and found insulin squirting out during manual prime. The drive support cap appears to be flush. Customer does not recall pressing cap while connected. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.